Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2013. Reportedly, the stent was being placed to relieve a biliary stricture. The patient anatomy was tortuous, the stricture was tight and had not been dilated prior to stent placement. According to the complainant, the stent was deployed successfully. However, upon removal of the delivery system, the delivery catheter got stuck in the stent. The physician attempted to resolve the issue by advancing the delivery system further into the patient and reclosing the delivery system. With some difficulty the delivery system was able to be removed. The stent remained implanted to complete the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that only the delivery system was returned; the stent had been fully deployed from the device and was not returned. The outer sheath had been retracted by 50 mm and was kinked and accordioned at several locations along its length. No issues were noted with the movement of the outer sheath distally or proximally. The inner shaft was kinked at several locations along its length. No other issues were noted with the device. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2013. Reportedly, the stent was being placed to relieve a biliary stricture. The patient anatomy was tortuous, the stricture was tight and had not been dilated prior to stent placement. According to the complainant, the stent was deployed successfully. However, upon removal of the delivery system, the delivery catheter got stuck in the stent. The physician attempted to resolve the issue by advancing the delivery system further into the patient and reclosing the delivery system. With some difficulty the delivery system was able to be removed. The stent was removed and another wallflex full covered biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of catheter difficult to remove. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.